Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance and episodes of noise were observed. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.